Event description:
Additional information was received indicating that the lead revision was performed on (B)(6) 2015. They were able to pull the lead down from t2 to t8. The other lead was completely out for the epidural space and actually subcutaneous. After multiple attempts to replace the second lead, it was unsuccessful. However, the patient was getting great coverage with the one lead in place. The anchors were actually in the correct place, the leads just came out. Impedances werenormal.

Event description:
It was reported that there was an anchor issue. The leads had moved for the second time post-operatively and the cause was unknown. A revision was going to be scheduled. X-rays and impedance testing were done. The issue was not resolved. The stimulator was ¿doing crazy things.¿ the patient had an appointment scheduled to check the system and reprogram. They were unable to get adequate stimulation and the x-ray was done to determine lead location. One lead had migrated up to t4 and the other lead fell down to t12. Impedances were normal. The patient had denied any falls or accidents to cause the lead to migrate. The patient¿s appointment was scheduled for the week of (B)(6) 2015 and they would schedule the revision once the patient was seen. The patient was unable to use the spinal cord stimulator due to lead placement. Additional information received indicated that the revision was scheduled for (B)(6) 2015. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n469057, implanted: (B)(6) 2014, product type: accessory. (B)(4). (B)(6).

Manufacturer narrative:
(B)(4)